Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 it was reported that on (B)(6) 2024, during ventilation, hamilton t1 (sn (B) (6) failed to provide adequate ventilation to a pediatric patient due to an exhalation obstruction error. The ventilator intermittently alarms with "exhalation obstructed" during ventilation. As an immediate intervention, the patient was then placed on an adult hamilton vent circuit and adult expiratory valve and transported without alarm or issue. According to preliminary analysis, potential root cause could be related to the following: expiratory limb occluded expiratory valve set (sticky membrane) bleed port occluded flow sensor tubes occluded breathing timing controls set too strict defective expiratory proportional valve. The following corrections addressing this malfunctino may be considered: ensure the expiratory valve membrane has no accumulation of fluid ingress perform expiratory valve bleed port tubing check' (see tsm) ensure the bleed port has no obstruction perform exp. Valve' calibration in both adult/ped. And neonatal patient mode perform ]exp. Valve' and ]prox. Test' tests. To ensure proper functionality of flow sensor: perform binary valve, autozero and flow tests perform flow sensor calibration there is no "do not obstruct" label at the expiration bleed port on c1, t1, mr1 ventilators prior to november 2015. If the error is still present, replace the expirator assembly. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on february 26th 2024: it was reported that on 25 feb 2024, during ventilation, hamilton t1 (sn (B)(6)) failed to provide adequate ventilation to a pediatric patient due to an exhalation obstruction error. The ventilator intermittently alarms with "exhalation obstructed" during ventilation. As an immediate intervention, the patient was then placed on an adult hamilton vent circuit and adult expiratory valve and transported without alarm or issue. According to preliminary analysis, potential root cause could be related to the following: expiratory limb occluded, expiratory valve set (sticky membrane), bleed port occluded, flow sensor tubes occluded, breathing timing controls set too strict, defective expiratory proportional valve. The following corrections addressing this malfunction may be considered: ensure the expiratory valve membrane has no accumulation of fluid ingress: perform expiratory valve bleed port tubing check' (see tsm), ensure the bleed port has no obstruction, perform exp. Valve' calibration in both adult/ped. And neonatal patient mode, perform ]exp. Valve' and ]prox. Test' tests. To ensure proper functionality of flow sensor: perform binary valve, autozero and flow tests, perform flow sensor calibration. There is no "do not obstruct" label at the expiration bleed port on c1, t1, mr1 ventilators prior to november 2015. If the error is still present, replace the expirator assembly. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.